Event description:
Customer reports that their freestyle libre reader adapter and charger caught on fire while being kept in a box. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned, extended investigation is pending at this time. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported reader is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports that their freestyle libre reader adapter and charger caught on fire while being kept in a box. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Section d4 (serial number) has been updated to unk as the reported serial number was deemed invalid during the extended investigation. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. A tripped trend review was conducted for the reported complaint and fs libre reader and there were no adverse trends that indicate any product-related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. DHR's verified that the correct cable and adapter were part of the kit pack. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted. Please note that the customer informed adc that they do not want to return the reported reader at this time and a replacement reader was refused.this serves as a correction report. Section b-5 (describe event or problem) has been updated. Sections d-4 (serial number), h-6 (event codes), h-4 (device mfg date) and h-10 (addtl mfg narrative) have been updated based on the updated serial number.

Event description:
Customer reported that they used the black adapter and yellow charging cable to charge their freestyle libre reader. After charging the reader, they placed only the charging cable and adapter in the box. They observed that after some time, the black adapter caught fire while in the box. The freestyle libre reader was reportedly not in the box at the time. There was no report of death, serious injury, or mistreatment associated with this event.